Event description:
It was reported that the patient was scheduled for a revision of the ams device on (B)(6) 2020 due to unspecified reasons. Additional information received indicated the artificial urinary sphincter was replaced due to a compromised, leaking, faulty balloon.

Event description:
It was reported that the patient had the artificial urinary sphincter replaced due to a compromised, leaking, faulty balloon.

Manufacturer narrative:
H3 device evaluation: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. The balloon component was visually inspected, microscopically examined, and tested for leaks. A pinhole leak was identified at the balloon sphere-adapter junction consistent with material fatigue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump was not functionally tested due to the identified malfunction found in the balloon component. Product analysis confirmed the reported hole-perforation allegation. The damage identified would cause the device to malfunction and affect the functionality of the device.